Event description:
While troubleshooting an unrelated event, a field service engineer (fse) observed aspiration error messages and a defective solenoid sol9 on a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Solenoid sol9 was replaced by the fse, resolving the issue. The repair was verified per established service procedures. (B)(4).